Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 06-nov-2025. Investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 5198584 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaint have been taken on batch 5198584 for contamination. There were no retention samples available for investigation of this complaint. Six photos were received for investigation of this complaint. Two photos showed open contaminated plates. Four photos showed contaminated plates of batch 5198584 exp 2025-11-17 with time stamps 0522, 1539, 0034, and 1540. Three sealed sleeves were received of batch 5198584. Five contaminated plates with time stamps 1539, 1540, 0522, and 0034 were sent for identification. The contaminants were identified as b. Licheniformis and penicillium species. This complaint can be confirmed for contamination. No complaint trend for contamination has been identified; no actions are indicated at this time. Bd will continue to trend complaints for defects.

Event description:
It was reported that while using bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii), an unspecified number of patients samples were contaminated. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii), an unspecified number of patients samples were contaminated. There was no health impact or consequence reported.